Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not declaring cgm alerts. Reportedly, the customer's blood glucose (bg) was 78 mg/dl, which was below the set low bg of 80 mg/dl. The contact confirmed that the cgm volume was set at normal and the low alert was set at 15 minutes for repeat. Contact confirmed that the pump speakers were working. Reportedly, the pump did not declare vibrations or beeps. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.